Event description:
During an ECMO case, a clot formed inside the temperature probe where the metal tubing joins the plastic connector. The clot came off and entered the pt's aorta. The clot has since resolved, and there has been no pt injury reported as a result of this event.